Manufacturer narrative:
One hundred seventy-nine (179) samples were received in new condition with its original closed package with the same lot number. Cannula was connected to retractor. Then technician tested using a syringe with water to detect leaks. No leaks were observed in the assembly. 10 samples were taken according to the criticality of the failure mode. The complaint was not confirmed. Root cause: based on the analysis conducted in the sample provided, the complaint was not confirmed and the root could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that a leakage was observed near the needle. No patient injury was reported.